Manufacturer narrative:
The insulin pump was received with broken vibrator motor wire. The pump had cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of a vibrator anomaly from the insulin pump. The customer's blood glucose reading was 190 mg/dl. The customer stated that the pump does not vibrate when she pressed the act after using up arrow to set an easy bolus amount. The customer stated that the vibrate mode is off. The customer stated that the pump battery is low. The customer was advised that vibrate mode will not work if pump is in the low battery status. The customer was advised to install a new energizer aaa alkaline battery. The customer was assisted in performing a self-test. The customer stated that the pump did not vibrate during the vibrate test. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.